Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor gel implant, catalog number 3503754bc, lot number 5598797. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision on the left with mentor memorygel smooth hpg, 375ccgel breast implant and on the right unknown gel implant which the left side ruptured and there was issue with capsular contracture, unknown baker grade, and patient had pain on the right side after implantation.the issue of rupture confirmed by MRI and mammogram. As a result patient underwent bilateral removal and replacement. The left implant replaced with catalog number 3504004bc, lot number 7568537, serial number (B)(4), and right replaced with catalog number 3504004bc, lot number 7568537, serial number (B)(4) on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
On 06/26/2018, mentor received additional information about the event. It was originally reported that the explantation date is (B)(6) 2015. New information states that the explantation date is (B)(6) 2018. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/11/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained clear gel. Gel was observed on the shell surface. Creases were observed on the anterior aspect. No anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/22/2018, additional information indicated that the lot number for the right implant is 5598797, and the catalog number is 3503754bc. Manufacturer¿s reference number: (B)(4).